Event description:
It was alleged that a nurse was shocked when he touched exposed bare wires on the bed's power cord. It was further alleged that the nurse went to the ER, and was given time off work following the event. No further details were given at this time regarding the alleged injury or any possible medical intervention. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.